Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 113mg/dl. Troubleshooting was performed and insulin was observed dripping out of the infusion tubing during a test bolus delivery. Reportedly, the supplies had been in use for over 3 days. Reportedly, a supply change was performed to address the occlusion alarm.